Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11656. It was reported that five days after initial implant, the patient received a vibratory alert for out of range impedance on the right ventricular lead which was ignored. The patient presented in clinic 6 weeks later, the right ventricular lead failed to capture. A chest x-ray revealed that the right ventricular and the atrial lead had dislodged. The right atrial lead was capturing in the ventricle. Both leads were revised on (B)(6) 2019. Patient was stable before, during and after the procedure.